Event description:
This is an international report of a patient that had a transfer set leak after changing the bags out every evening. By clean flash. The patient changes the bags 4 times a day, but leakage was found only after changing the bags in the evening. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4).the sample evaluation is expected, but not completed yet. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample did not show any evidence of leakage. A batch review could not be performed since the lot number was unknown.